Manufacturer narrative:
A1 and a4: updated. D1 and d4: updated. G4: updated. H3 and h6 codes: updated. D4: expiration date and h4: manufacture date is unknown; no information is available based on reported lot number. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the cadd pump lost power during patient-controlled analgesia administration. Per reporter, the loss of power was the result of battery depletion, as the pump was plugged in to charge, but the power adapter was defective and was not charging the device. The reporter did not indicate any alarm emitted from the pump to indicate the user of the battery depletion. The pump was replaced to resume infusion and the issue was resolved.